Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer because it remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. There was no non-conformance report (ncr) and/or deviation associated with the production order that the unit belonged to. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the pcb00 unit. Based on the manufacturing controls review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted: give date: not applicable as the lens remains implanted. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a haptic stuck to the optic of a intraocular lens, model pcb00, after it was implanted in a patient. There was a long delay in the lens unfolding even when there was manipulation using a second instrument or irrigation/aspiration (I/a). There was no injury or damage to the patient as the lens eventually unfolded (after 1 minute or so). No further information was provided.